Manufacturer narrative:
The investigation of this event is ongoing. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported in an end-user survey that when using the device (ovd), at some instances the air bubbles get inside and/or the post-op iop increases which leads to burping the main wound to let the ovd out. Additional information is requested.

Manufacturer narrative:
The device was not returned for evaluation. Although requested, additional information regarding the details of the event was not provided. As a device lot number was not specified, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.